Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to erosion and infection. About a month after discharge from the hospital, exposure of the main device was observed through an incision in the axilla. There were no additional adverse patient effects reported. The s-ICD was explanted. Additional information indicates that there was exudate from the incision line over the device. There were no additional adverse patient effects reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to erosion and infection. About a month after discharge from the hospital, exposure of the main device was observed through an incision in the axilla. There were no additional adverse patient effects reported. The s-ICD was explanted.